Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the fall had no change on the patient's device/therapy. The patient went to the ER on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient found out 3 weeks ago that he has a fractured vertebrae and that is what has been causing the patient's pain. The patient is waiting for their doctor's office to get him scheduled for surgery to fix the fracture. The patient reported that his ins is still working well for him. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that was reported that the patient called the rep to tell them that they fell and they are now having increased pain, and their doctor is out until monday. The rep advised the patient to go to the ER if the pain continues. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported patient wasn¿t getting stimulation. The patient met the manufacturer representative (rep) at the healthcare provider (hcp) office. The patient had out of range impedances on a few electrodes. The patient was reprogrammed and the issue resolved. The patient¿s medical history included heart ejection fraction 30 percent, and cancer twice. No further complications were reported/anticipated.